Manufacturer narrative:
Information was entered in error into h3; there are no changes from the initial report. Additional information in h4 and h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is unrefuted for one roi-c cage for the failure of fracture during surgery. This device is used for treatment. No medical records were provided with the complaint. Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: the product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. It is possible that the fracture occurred due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that an roi-c cage broke during plate insertion in surgery. The plate and cage were removed and a new cage was used to complete the procedure. There were no patient impacts associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c cage broke during plate insertion in surgery. The plate and cage were removed and a new cage was used to complete the procedure. There were no patient impacts associated with this event.